Event description:
Information was received that during pre-use check of this smiths medical cadd extension sets, leaked was noted. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one cadd extension sets returned for analysis in used conditions with its original packaging opened. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Functional and leak testing was performed using hydrostat vessel and no leaks were detected. Per previous complaint, a review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Prior to packaging, a sample of 32 units was taken to verify that all bonds were properly bonded; no discrepancies were found. The allegation of leaked medical fluid was not duplicated during the investigation. The root cause of the reported issue is unknown.